Event description:
It was reported that pump experienced malfunction code 16 without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump, confirmed warranty and shipping details, explained that replacement would have different software version with update available online, and provided instructions for storage mode, returning malfunctioning pump within 10 days, and re-entering pump settings and reconnecting continuous glucose monitor, all of which customer understood and acknowledged.